Event description:
Procedure: nephrectomy. Patient sex: unk. Reportedly, during use, the instrument jammed shut on the renal artery. This required the procedure to be converted to an open surgery in order to release the instrument. As a result, the operating time extended by more than 30 minutes. However, the patient condition is in good condition after the surgery. The loading unit is not available for evaluation as it was sent with the anatomical piece to anatomo-pathology department for histology.